Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homechoice cassette; further described as "the line did not attach to the bag connector even after turning it over and over". This was observed during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.